Event description:
Sometime in 1993 an ipp device was implanted. On 10/20/96 the ipp device was removed from the pt and an ambicor device implanted, reason not indicated. Add'l info received on 1/6/97 indicates fluid loss.